Manufacturer narrative:
The device was evaluated and a definite root cause could not be determined. Reported detachment of the chest barb was confirmed. Failure investigation identified the possibility that the guide tube was not fully inserted in the chest barb during assembly. A review of complaint history, drawings, trends, instructions for use, manufacturing instructions, quality control, lot history and visual inspection and dimensional verification of the returned device was conducted during the investigation. Product met all dimensional requirements. No definite cause of failure could be determined. A supplier corrective action was issued to the contract manufacturer.

Event description:
Device functioned as intended during the first one hour in the operating room. Upon initial use in the ICU, the chest barb, a component of the clearance apparatus, separated from the guide tube component of the clearance apparatus. The chest tube was left in the patient's chest and clamped immediately. A new sterile package was opened in the ICU and a new clearance apparatus was connected to the chest tube. The device was used with no further problems until its removal at end of normal use.